Event description:
It was reported that the pulse generator was interrogated several times but there was no sensing even when the settings were changed. R-wave testing revealed 2.2 mv initially then 0.2 mv. The ventricular sensitivity was 2.0 mv. R-wave amplitude was then tested manually and the result was greater than 12.5 mv. After performing the auto- capture setup test, signals appeared on the egm channel.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.